Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a ventricular lead warning and high threshold was noted on the lead. Also the bipolar impedance was lower than the unipolar impedance. Also noise was observed on the lead. The patient complained of dizziness. The lead remains in use. No further patient complications have been reported as a result of this event.